Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had high blood glucose due to which admitted to hospital on (B)(6) 2024, at 3:10pm. The patient's blood glucose level was 910 mg/dl and diabetic ketoacidosis indicated as symptoms upon admission.the patient was diagnosed with diabetic ketoacidosis. During hospitalization, the patient received manual injection of insulin and drip as corrective treatment. Also, stayed in the hospital for four days. No further information was available.